Event description:
Healthcare professional reported left side "rupture", "multiple thick septa inside and decrease in its size", "simple cyst of 8 mm", "well-defined hypoechoic nodule measuring 15 x 5 x 11 mm", "well-defined hypoechoic nodule measuring 11 x 5 x 11". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, g2, h6

Event description:
Healthcare professional reported left side "rupture", "multiple thick septa inside and decrease in its size", "simple cyst of 8 mm", "well-defined hypoechoic nodule measuring 15 x 5 x 11 mm", "well-defined hypoechoic nodule measuring 11 x 5 x 11". The device was explanted.